Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm and customer had low blood glucose of 41 mg/dl. Troubleshooting steps were guided for power error detected alarm. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer does not want troubleshooting for the high and low blood glucose. Customer asked for sensor glucose verses blood glucose troubleshooting as there is a range that it can be off. The insulin pump will not be returned for analysis.